Manufacturer narrative:
No patient details/information has been provided. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is a relationship of the no parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit would not turn on. There was no main led light. Patient involvement is unknown, it was not provided by the customer.